Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found that one of the pin of pressure adapter cable was dislocated. The fse replaced the pressure adapter cable (0012-00-1815) with new one as per customer po. The fse performed all functional tests, which passed successfully. The fse then checked the function of the cable found it working fine. The fse checked the performance of the unit with trainer and the balloon connected. The unit was working satisfactorily.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units pressure signal is not coming on display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.